Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with ischemic heart disease. The 75% stenosed target lesion was moderately tortuous and severely calcified left anterior descending artery (lad). A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. The device was inflated for twice and was inflated each at 16 atmospheres (atm) for 10 seconds. However, during the third inflation at 16 atm for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post procedure.